Event description:
The customer reported the cuff on the patient's tracheostomy tube deflated due to a leak in the pilot balloon. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.